Event description:
An optometrist reported a pt with dry eye that causes visual fluctuations at eight month lasik post-operative visit. At visit pt reported dry eyes and visual fluctuations. Add'l info from reporter indicated pt has been prescribed add'l medication in order to treat the reported event. This report references the right eye. An add'l report will be filed for the left eye.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).